Event description:
Haptic crimped in the pt's eye due to the lens being loaded improperly in the inserter. Lens was removed and replaced.

Manufacturer narrative:
This medwatch was completed by the manufacturer.